Event description:
Reported receiving imprecise sequential readings within a ten minute time frame. The results when plotted on a parkes error grid in the "c" zone showing the difference to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.